Event description:
The customer reported that the ventilator alarmed and went vent inop during normal ventilation operation due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the cable from the motor controller pcb board to the data acquisition pcb board was broken and the tab on the cable had come loose. Pse provided information for replacement of the cable. The biomedical engineer reported the cable was replaced and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.